Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The patient effect of vascular dissection is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. The patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted with a prostyle device using the pre-close technique prior to an interventional transcatheter aortic valve replacement (tavr) procedure via a 6f sheath. Reportedly, after successful deployment, as the device was removed from the patient, it was noted that although the lever was fully closed, the footplate remained partially opened; this caused a dissection at the access site. There were no reports of resistance inserting, deploying, or removing the device from the patient. A surgical cutdown was performed to repair the dissection and achieve hemostasis. The scheduled tavr procedure was postponed to a later date. There was a reported clinically significant delay in procedure due to surgery. No additional information was provided.